Manufacturer narrative:
(B)(4). The complaint was not confirmed and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA: (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during fill 2. The technical service representative (tsr) assisted the home patient (hp) by explaining the message to the hp and having her recycle the machine. The tsr informed the hp to start over using new supplies. There was no reason found for the error. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient (B)(6)-2011. The patient stated the following: nothing was seen that would have caused the alarm and manuals were used to finish therapy. The sample was discarded and box of cassettes used for therapy so a companion sample and lot number were not available. Therapy had been going fine since the event and there was no patient injury or medical intervention reported.